Manufacturer narrative:
Primary surgical notes stated that the tha was for osteoarthritis in the left hip. The final tha was reported to be stable through the range of motion. No complications had been noted. Revision surgical notes stated that the revision was for aseptic loosening of left total hip. The stem was noted to have subsided. The stem was able to be extracted without difficulty. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to stem subsidence.